Manufacturer narrative:
(B)(4). Medical device: batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: can you clarify the note added (B)(6) 2020 ¿the day before the case, the surgeon cut an auricle of left atrium by ecr60g and then he confirmed the oozing from the stump. Based on that, he used the gdt60d for the patient, but there was bleeding after on-pump.¿ was this a two part procedure or did the patient require a reoperation due to bleeding on the second day? Reoperation was performed due to bleeding.

Event description:
It was reported that during an open on-CABG, when the pump was rotated after the device cut the left atrial appendage, staples popped off and bleeding occurred. The left atrial appendage on the middle of the staple line opened. The amount of the bleeding was unknown. No blood transfusion was required. The day before the case, the surgeon cut an auricle of left atrium by ecr60g and confirmed the oozing from the stump. Based on that, he used the gdt60d for the patient, but there was bleeding after on-pump. The tissue was thick. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.